Manufacturer narrative:
Date of event is unknown as it was not provided. (B)(6). (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A laser vision correction patient experienced a residual refraction on the left operative eye after an excimer laser treatment was performed. It was reported the patient had pre-existing corneal dystrophy and the patient¿s measurement of refractive error outcome was +5.5 diopters as the pre-op exam refractive measurement was .5 diopters. Retreatment is not planned yet as the doctor is evaluating the patient. All the information available were submitted.

Manufacturer narrative:
Section h4: device manufacture date : the device manufacturer date was provided as 14th of may 2001. H4 of this follow up has been updated. Device evaluation: the excimer laser machine was examined and tested at the customer location by an jjsv field service specialist (fss). The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.